Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp). The reason for study exit was that the ¿patient enrolled (signed (B)(6)) prior to implant but not implanted.¿

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# n502254001, product type: catheter.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. It was reported that at the time of the event there was not any medication being infused.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in a clinical study who receives an unknown drug via their implanted pump. The indication for use was unknown. The patient was hospitalized with pain and confusion. The patient did have known dementia. The hcp was unsure of the origin of the patient's symptoms. An MRI was ordered ((B)(6) 2014) to rule out an abscess and the MRI revealed a hematoma extending from t6 to t12. A neurologist was consulted and did not opt for surgical intervention. The patient was monitored and then discharged to a rehabilitation facility on (B)(6) 2015. The etiology of the event was reportedly not related to the device or therapy and was related to the implant procedure. The outcome of the event was unresolved at the time of study exit/death or study closure.